Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events. Where it was reported the devices experienced reduced/inadequate brake force or brakes do not remain engaged. There was no patient involvement.

Manufacturer narrative:
The count of events has been updated to include an event previously reported in MFR report#: 0001831750-2022-00196 following the completion of an investigation.

Event description:
This report summarizes 5 malfunction events, where it was reported the devices experienced reduced/inadequate brake force or brakes do not remain engaged. There was no patient involvement.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced reduced/inadequate brake force or brakes do not remain engaged. There was no patient involvement.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed.